Event description:
It was reported that an error message saying, "error establishing communication" kept coming up when using the physician's programming system. Troubleshooting was performed by a company representative and it was determined that the problem was likely an issue with the serial adaptor cord on the physician's handheld computer. Product has been returned to the manufacturer, but analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.